Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A physician reported a customer/dialysis patient sustained an infection while wearing an adc freestyle libre sensor. It was further reported the sensor was inserted on (B)(6)2018 and the hcp noted the sensor had been inserted into the ¿right femoral region¿, which is not an approved insertion site. On (B)(6) 2018, the individual began to experience ¿fever, redness and swelling¿. The symptoms ¿continued¿, so the person self-presented to (B)(6) hospital on (B)(6) 2018 where he was diagnosed with an infection and treated with an infusion of cefotiam 1g (cefotiam dihydrochloride, an antibiotic). The symptoms continued and spread so customer self-presented to (B)(6) hospital on (B)(6) 2018, where he was admitted and diagnosed with necrotizing fasciitis. The customer was treated with a ¿dissection/incision¿, washing and an infusion of sulvacillin 3g (silvercillin, an antibiotic). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification dhrs (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensors and showed no trips. If the product is returned at a later date, the case will be re-opened and a physical investigation will be performed.

Event description:
A physician reported a customer/dialysis patient sustained an infection while wearing an adc freestyle libre sensor. It was further reported the sensor was inserted on (B)(6) 2018 and the hcp noted the sensor had been inserted into the ¿right femoral region¿, which is not an approved insertion site. On (B)(6) 2018 the individual began to experience ¿fever, redness and swelling¿. The symptoms ¿continued¿ so the person self-presented to saburo memorial hospital on (B)(6) 2018 where he was diagnosed with an infection and treated with an infusion of cefotiam 1g (cefotiam dihydrochloride, an antibiotic). The symptoms continued and spread so customer self-presented to (B)(6) hospital on (B)(6) 2018 where he was admitted and diagnosed with necrotizing fasciitis. The customer was treated with a ¿dissection/incision¿, washing and an infusion of sulvacillin 3g (silvercillin, an antibiotic). There was no report of death or permanent injury associated with this event.